Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was noted to be defective. A new iab catheter was used. There was no patient injury or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was noted to be defective. A new iab catheter was used. There was no patient injury or adverse event reported.